Event description:
It was reported the patient experienced pain and discomfort at the ipg pocket site after having weight loss. As a result, surgical intervention occurred wherein the ipg was explanted and replaced, addressing the issue.

Manufacturer narrative:
B3: date of event is estimated. A patient experiencing pain at ipg site was reported to abbott. The ipg was causing discomfort after significant weight loss. The ipg was explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.